Manufacturer narrative:
Concomitant medical products: d224drg ICD, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.